Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00426. It was reported that the patient presented in the catheterization lab for a generator replacement procedure. Prior to procedure, noise was noted on both the right atrial lead and right ventricular lead. The noise was not reproducible with isometrics, arm movement, or pocket manipulation. The physician went ahead and completed the generator replacement and chose to monitor the leads. The patient was stable before, during, and after the procedure.